Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported the implantable cardioverter defibrillator (ICD) was emitting tones shortly after implant. She noted she went to the clinic, but they were unable to determine the cause for the tones. The patient then reported that the tones reoccurred. The field representative contacted the clinic and it was able to be determined that cause of the tones was due to low out of range pacing impedance measurements from the ICD and another manufacturer's right atrial (ra) lead. The patient was instructed to come into the clinic, but has not yet presented to the office. It was noted that the patient cancelled her last appointment. At this time the ICD and another manufacturer's ra lead remain in service and no adverse patient effects were reported.